Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was tight when being pulled out and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was tight when being pulled out and maintenance required. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) main drawer 6 had bad rails. A field service engineer (fse) verified that the drawer was hard to open and close. Then removed the drawer and both rails were missing ball bearings. So, the fse replaced both rails. Then rebooted the device, after that the customer successfully recovered the drawer. Also, the customer tested drawer to ensure that drawer slides are fully functional. Further the fse removed back the panel and cleared all the debris, including ball bearings. Then inspected bus wire connection for cut marks but did not find anything. So, the fse reseated all bus wire connections. The system functioned as intended after the field service engineer repaired the device.